Event description:
It was reported the patient underwent an scs ipg pocket repositioning procedure due pain at the ipg pocket site. Reportedly, the patient had lost some weight and was having discomfort at the pocket site due to the ipg shifting. The ipg was successfully moved from the left flank to left lower abdomen, issue resolved.